Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned handle revealed an undamaged, functional device. During functional testing, the handle was tested using a test fixture and performed within specification. The reported failure to detach of the embolization coil could not be determined. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01699.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01769.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed a smart coil in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach despite several attempts using the handle. Subsequently, the physician opened a new handle and was able to successfully detach the smart coil. The procedure was completed using three additional smart coils and another handle. There was no report of an adverse effect to the patient.